Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken tip occurred due to excessive force during use or reprocessing. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
Olympus (oci) was informed that during reprocessing, the customer resection sheath was found to have a ¿broken ceramic tip¿. No death injury or infection and no impact to person or other was reported to olympus.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue as the insulation at distal tip of the device is cracked. The inspection also noted the sheath has dents on the outer tube and signs of corrosion. Olympus requested additional details regarding the reported device and event, but the information is pending. The investigation is in progress; therefore, the root cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.